Manufacturer narrative:
(B)(4). Device is similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description according to study: (B)(6), proximal type I endoleak at conclusion of implant procedure. On (B)(6) 2016, the patient received the following devices: tx2 proximal extension zenith tx2 42 mm x 135 mm (lot # e3367658). Tx2 proximal extension zteg-2p-24-115-pf (lot # e3389924). Tx2 proximal graft zteg-2pt-42-32-165-pf (lot # e3390538). T-branch-34-18-202 (lot # e3410615). Celiac - one covered fluency plus stent, one uncovered palmaz genesis stent, one uncovered everflex protege stent. Sma - one covered fluency plus stent, one uncovered everflex protege stent, one uncovered palmaz genesis stent. Left renal - one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. Right renal - one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. There were no difficulties with deployment. The devices were patent at the conclusion of the procedure. A proximal type I endoleak was noted. On (B)(6) 2016 CT scan (3 days post-procedure): devices and branch vessels patent with no component separation, compression, or device integrity issues. The type I endoleak was resolved. A type ii endoleak was noted. Patient outcome: the patient was discharged from the hospital on (B)(6) 2016 (11 days post-procedure). No adverse events have been reported for this patient.

Manufacturer narrative:
(B)(4). Summary of investigational findings: based on the very limited information provided in this complaint (only event information, no imaging returned) it was not possible to conclude the exact root cause for the described type I endoleak. However endoleak type I is a well-known complication to endovascular aortic aneurysm repair. However nothing indicates that the device was defective or was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description according to study: (B)(6), proximal type I endoleak at conclusion of implant procedure. On (B)(6) 2016, the patient received the following devices: tx2 proximal extension zenith tx2 42 mm x 135 mm (lot # e3367658), tx2 proximal extension zteg-2p-24-115-pf (lot # e3389924), tx2 proximal graft zteg-2pt-42-32-165-pf (lot # e3390538), t-branch-34-18-202 (lot # e3410615). Celiac ¿ one covered fluency plus stent, one uncovered palmaz genesis stent, one uncovered everflex protégé stent. Sma ¿ one covered fluency plus stent, one uncovered everflex protégé stent, one uncovered palmaz genesis stent. Left renal ¿ one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. Right renal ¿ one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. There were no difficulties with deployment. The devices were patent at the conclusion of the procedure. A proximal type I endoleak was noted. On (B)(6) 2016 CT scan (3 days post-procedure): devices and branch vessels patent with no component separation, compression, or device integrity issues. The type I endoleak was resolved. A type ii endoleak was noted. Patient outcome: the patient was discharged from the hospital on (B)(6) 2016 (11 days post-procedure). No adverse events have been reported for this patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Device is similar to device under 510(k) p070016 (B)(4). Summary of investigational findings of 30nov2016: based on the provided information, including the imaging review, it was possible to confirm the presence of a type 1a endoleak. It was also possible to conclude that the endoleak primarily was the result of pleating due to 45% oversizing of the sealing stent. Another contributing factor to the endoleak was slowed neck sealing caused by a moderately irregular calcified plaque on the inner aortic curvature. A second endoleak source near the zteg-42-32-165 and t-branch overlap cannot be excluded, but was not confirmed. The instructions for use sent with the complaint device states that strict adherence to the zenith tx2 taa endovascular graft with pro-form, sizing guide is strongly recommended when selecting the appropriate device size, as sizing outside of this range can result in endoleak, fracture, migration, device infolding, or compression. It is also stated that irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites and thereby be conducive to graft migration or endoleak. In case of inaccuracies in device size selection or anomalies in patient anatomy, placement of additional endovascular grafts and extensions may be required. There is no evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events . (B)(4).

Event description:
Description according to study: on (B)(6) 2016, the patient received the following devices: tx2 proximal extension zenith tx2 42 mm x 135 mm (lot # e3367658). Tx2 proximal extension zteg-2p-24-115-pf (lot # e3389924). Tx2 proximal graft zteg-2pt-42-32-165-pf (lot # e3390538). T-branch-34-18-202 (lot # e3410615). Celiac ¿ one covered fluency plus stent, one uncovered palmaz genesis stent, one uncovered everflex protégé stent. Sma ¿ one covered fluency plus stent, one uncovered everflex protégé stent, one uncovered palmaz genesis stent. Left renal ¿ one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. Right renal ¿ one covered viabahn stent, one covered advanta stent, one uncovered everflex stent. There were no difficulties with deployment. The devices were patent at the conclusion of the procedure. A proximal type I endoleak was noted. (B)(6) 2016 CT scan (3 days post-procedure): devices and branch vessels patent with no component separation, compression, or device integrity issues. The type I endoleak was resolved. A type ii endoleak was noted. Additional information received on 21nov2016: CT of the whole aorta (B)(6) 2016: evaluation: 1. Condition after the thoracic abdominal aortic aneurysm by means of placing stent graft. Blurred/diffuse km-concentration/accumulation around the stent implant/prosthesis focusing around where the truncus coeliacus is, as well as the secondary arteries, matching a type ii endoleak with retrograde filling above the lumbar arteries, type I endoleak with km-exit at the end of the stent respectively the stent transition cannot be excluded. 2. Well-filled gall bladder with blurred/fuzzy wall delimitation in the sense of a more chronic cholecystitis. No cholezystolithiasis. 3. New appearing pleura effusion on both sides. 4. Known degenerative changes of the spine with overall osteopenia bone aspect. CT pelvic (B)(6) 2016: evaluation: 1. New hematoma in around the area of the right groin without signs of an active bleeding. No retroperitoneal hematoma. No free air. 2. Condition after t-branch-stent prosthesis shows proper/positive contrast of the infra-renal abdominal aorta and of the iliac vessels. 3. Known degenerative changes of the spine. Additional information received on 25nov2016: first there is the cross-open access of the right groin with exposure of the afc. Puncture of the left afc and introducing an imaging catheter. Heparinization with 6000ie heparin and act>250s. This is followed by the implantation of the following stent implants: zteg-2pt-42-32-165-pf, t-branch-34-18-202 and zteg-2p-24-115-pf from the middle aorta descendens to the aortic bifurcation. Now closing of the groin and opening of the perfusion of the right leg. Following, a final angiography is done, which proves a type 1a endoleak. Because of this, proximal extension with a zteg-2p-42-135-pf. After placing the proximal extension, the final angio showed no sign of an endoleak with a good permeability of the renal visceral arteries. Patient outcome: the patient was discharged from the hospital on (B)(6) 2016 (11 days post-procedure). No adverse events have been reported for this patient.